Manufacturer narrative:
(B)(4). Date sent: 05/31/2019. Unknown, assumed 1st day of month that complaint was reported. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that the packaging was compromised (semi-open) sterilization. We report that there was no adverse event.